Event description:
Patient had complained of pain at the surgical site prompting the procedure in which it was discovered that the anchor had pulled out of the insertion site (anterior fibula). Very early on post-op the patient continually had drainage. The initial surgery was a modified brostrom-gould of the left ankle - ligament repair. On the 26th of march the second surgery was performed which is listed as (B) (6) & (B) (6) abscess. Noted removal of retained hardware. This is where the surgeon realized that the anchor was out of the tunnel and laying in the soft tissue area. Anchor was removed and site cleaned. At this time a culture was taken and has since been found to be positive for (B) (6). Surgeon is treating the patient with antibiotics.

Manufacturer narrative:
Only the anchor was returned. Attached to the anchor is a small tag of co-braid and with ultrabraid suture. Anchor does not appear to be degraded. Anchor does appear to be slightly bent. Review of our quality records confirmed that no additional complaints have been filed for this manufactured lot. (B) (4)